Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® push button blood collection set, embedded foreign material was observed in ten (10) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received three photos for investigation. Evaluation of the attached images shows evidence of cloudy packaging and foreign material. A total of 50 retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5028560, for the indicated failure modes: foreign matter and molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® push button blood collection set, embedded foreign material was observed in ten (10) units. No adverse impact was reported regarding the patient or user.